Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens and one haptic was torn. There was no pt contact or injury.

Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determine. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.